Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a follow up in clinic. Upon interrogation, it was noted that right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information noted that the lead caused a perforation.